Event description:
It was reported that a user experienced severe hyperglycemia with sensor readings in the 500 mg/dl range while using an ilet pump with an inset infusion set; insulin delivery had stopped when a supply change was initiated but not completed, and the user subsequently paused insulin for approximately two hours, administered an external insulin injection, and later completed the supply change with a different set, after which glucose levels returned to normal; no occlusion alerts occurred, and the removed infusion set was not inspected, although the user noticed a bent inserter needle. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and no medical attention or hospitalization was required. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.